Manufacturer narrative:
The patient's medical records were requested and had not been received at the time of this report. A supplemental report will be submitted upon completion of plant's investigation.

Event description:
A peritoneal dialysis (pd) patient's mother called technical services to request a replacement cycler and reported the patient was currently in the hospital and completing an alternate form of treatment. During a follow-up, the pd registered nurse (rn) stated the patient was hospitalized for an unknown cardiac event. The patient has recovered and resumed pd therapy.

Manufacturer narrative:
A visual inspection of the returned cycler exterior showed no sign of physical damage. There were no visual indications of dried fluid within the cassette compartment. No burrs or sharps in cassette area that may have punctured a cassette membrane. The valve actuation test passed. The system air leak test passed. The patient sensor calibration check passed. A simulated treatment was performed and completed without any failures or problems. A simulated treatment was performed and completed without any failures or problems. The cycler weighed fill volume values were within tolerance. The load cell value and verification were within tolerance. There were no discrepancies encountered in the internal inspection of the cycler. The cycler performed as designed during testing. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification.